Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrections: h6 - medical device problem code: in earlier reports, code 2017 should have been entered instead of code 2885. H6 - type of investigation: in earlier reports, code 4112 should also have been entered. H6 - investigation findings: in earlier report, code 155 should have been entered instead of code 3221. H6 - investigation conclusions: in earlier report, code 18 should have been entered instead of code 4315.

Manufacturer narrative:
The event of no ipg communication was reported to abbott. The ipg would not connect to the patient controller. The patient has had a cat scan, pet scan, and receives radiation therapy often. Cp logs were analyzed and show that ipg was not put into a bondable state. As a result the ipg is inoperable. Troubleshooting was attempted without success. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found the patient¿s ipg was explanted and replaced on (B)(6) 2021 to resolve the issue. It was reported that the ipg died due to radiation exposure. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg would not connect to the patient controller. The patient has had a cat scan, pet scan, and receives radiation therapy often. Cp logs were analyzed and show that ipg was not put into a bondable state on (B)(6) 2021. As a result the ipg is inoperable. Troubleshooting was attempted without success. As a result, surgical intervention may occur.